Event description:
A malfunction was reported, identified by the malfunction code malf 25, and there was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup insulin delivery method. Technical support arranged for a replacement pump to be sent and instructed the customer to return the faulty pump using the provided shipping materials within ten days to avoid charges. The customer understood the instructions and was also advised to program the replacement pump with their settings and connect it to their continuous glucose monitor.